Manufacturer narrative:
The reported event of the ipg not communicating with a patient controller was confirmed. Visual inspection didn¿t reveal any anomalies that would contribute to the issue. The device failed to bond with a lab cp. Using universal engineering programmer (uep) inductive tool, the device was queried for real-time status and it was determined the device was running the service application software. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. This device image was reviewed, and it was noted the device had issued an msp reset on the day of an unrelated surgical procedure causing it to go into a service app state. After the device was recovered, normal bonding between the ipg and cp was observed. The ipg was tested to manufacturing specifications using the ate and passed all tests. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state on the day of a unrelated surgery. There is guidance noted in the clinicians manual concerning handling of the device. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent an unrelated surgical procedure. Since the procedure, the patient's ipg has been unable to communicate with their external device due to it being inoperable. Troubleshooting attempts have been unable to provide resolution. As such, the patient may undergo surgical intervention to address the issue.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2020, during which the ipg was explanted and replaced. The issue was resolved and therapy has been restored.